Event description:
It was reported that during an infrarenal placement of the filter, it failed to deploy. The ivc inner diameter was 20mm, and the filter was being implanted for susceptibility to pe's. The doctor used a different filter for a successful placement. There was no injury to the patient reported.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The filter delivery system was returned for eval. The filter was not returned. The pusherwire was noted to be clean and intact. The pusher wire molded handle area was slightly bent. Pusherwire measurements were within specification. The y-body was clean, intact and did not exhibit any visual defects. The ID of the storage tube had circumferential scratch marks approximately 1.5 inches from the female end indicating the filter was twisted in place rather than having been advanced only. Scratch marks on the male end of the storage tube confirm that the filter did exit the storage tube. The storage tube ID was measured and met specifications. The result of the investigation was confirmed for difficult to deploy as the twisted scratch marks in the storage tube exhibit, root cause unknown. It appears that procedural issues may have contributed to this event. Handling of g2 filter system from the IFU. The current IFU (instructions for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: the current IFU (instructions for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.